Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: flow sensor calibration and tightness test can not be performed no patient involvement.